Manufacturer narrative:
Unit was received with the driver block sliding freely across the lead screw when driver arms are engaged due to corroded threaded segment, which prevented further testing.

Event description:
Per affiliate: the pump had a no delivery alarm. Performed a lead screw test and the alarm occurred. The lead screw was cleaned, and the driver arms were not at the end of travel.